Manufacturer narrative:
No device malfunction reported.

Event description:
(B)(6) yo female presented with known tracheal stenosis stasis post a tracheostomy in the past. She has known granulation tissue at the site of the trach in addition to her stenosis. She was to undergo a resection of the granulation tissue to improve her respiratory status. Her medical history includes known diagnoses of diabetes, heart disease, high blood pressure and emphysema. Due to her tracheal stenosis she cannot have an endotracheal tube placed for ventilation during this procedure and had suspension laryngoscopy with a rigid tube for access to the trachea. She required re-oxygenation during the procedure by ambu manual bagging between interventions. Her tracheal stenosis was approximately 1 cm in diameter and she had tolerated spray cryotherapy to her granulation tissue in past procedures. It was felt that this tracheal diameter was sufficient for egress of the nitrogen gas that forms after liquid nitrogen spray. On the day of her procedure, the approach was as noted above. She was again supported by ambu manual bagging and when her oxygen saturation was adequate, access was obtained and spray cryotherapy was initiated. She started to quickly drop her oxygen saturation and her blood pressure dropped as well. Immediate support was initiated with ambu bagging and fluid support and she stabilized. Exam revealed breath sounds present in both lungs and she was moved to the recovery room. Post-operative chest x-ray revealed a left pneumothorax and a chest tube was placed for resolution. She remained in the hospital for two days and then chest tube was removed. No further support was required.